Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08774. It was reported that the rotaburr became stuck on the rotawire. A 1.50mm rotalink plus and 325cm rotawire was used to treat the severely calcified target lesion. During procedure, it was noted that he rotaburr got stuck on the rotawire. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the guide wire loaded in the rotablator, the wire is cut in the middle of the device, 171 cm from the proximal section also the body is kinked near to proximal section and in the middle of the device. Dimensional inspection performed overall length couldn't be measured due to the wire cut in the middle of the device, outer diameter of distal tip couldn't be measured due to the distal section was not returned and all the other dimensions are within the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.bsc ID: a00544476tw#3890008

Event description:
Same case as MDR ID: 2134265-2015-08774. It was reported that the rotaburr became stuck on the rotawire. A 1.50mm rotalink¿ plus and 325cm rotawire¿ was used to treat the severely calcified target lesion. During procedure, it was noted that he rotaburr got stuck on the rotawire. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.